Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 227 mg/dl. The cartridge and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. Reportedly, the pump is worn against the customer's skin. Tandem technical support recommended the customer to wear the pump in a case to prevent temperature changes.